Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Patient reported a left side "leak" and rippling. The doctor has confirmed the event. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases flat on implant, wear abrasion and three openings curved in anterior side. A leak test was performed which identified five openings on the device. Microscopic analysis was performed which identified: cracked valve seat diaphragm valve, three opening curved in anterior side displayed striated edge consistent with the use of a surgical tool, two openings curved in posterior side displayed striated edge consistent with the use of a surgical tool and non-penetrated nicks in radius displayed striated edge consistent with the use of a surgical tool, cataloged surgical tool scratch like. Based on the device analysis the final assessment is: five openings due to surgical damage. Cracked valve seat diaphragm valve. Surgical tool scratch like. Creases flat on implant.

Event description:
Device has been explanted.